Event description:
Related manufacturer report number: 3006705815-2023-05338. Additional information indicates that the infection has now resolved. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein an ipg was implanted, and the lead was explanted and replaced since the infection was also at the lead site.

Manufacturer narrative:
Correction: section e - the physician's information was updated to reflect correct physician's address.

Manufacturer narrative:
A patient experienced an infection at the ipg pocket and lead site was reported to abbott. It was also reported that the infection has now resolved. The ipg was implanted, and the lead was explanted and replaced to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient presented with an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted to address the issue.